Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "there was a kink at the tip of the stent. Thus, the stent was not able to be loaded onto the introducer. This occurred during the prepping process on the back table. Another g21807-clso-10-10 was opened and used to complete the procedure."

Manufacturer narrative:
1 x clso-10-10 of lot number c1702399 was unavailable for return to cirl for evaluation. Document review including IFU review: prior to distribution clso-10-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-10 of lot number c1702399 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1702399. It should be noted that the instructions for use ifu0045-7 states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ clarification was requested & it was confirmed that the kink was ¿noticed prior to removal¿. As per information provided it was still attempted to use the device ¿the stent was not able to be loaded onto the introducer.¿, as per IFU ¿if any abnormality is detected that would prohibit proper working condition, do not use.¿ the device was not used in the end as it could not be loaded onto the wireguide, however, product manager has been notified to ensure that IFU is followed with respect to abnormalities observed prior to use root cause review: a definitive root cause could not be determined due to limited information. As device was noted as kinked prior to removal from packaging a possible root cause could be attributed to transport or storage of device. Summary: complaint is confirmed based on customer testimony according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 21-oct-2020, this supplement report is being submitted to include the investigation conclusions.